Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). It was noted that a burning sensation was felt in the scrotum while trying to activate the device. A revision surgery was requested but has not been scheduled. There were no further patient complications.